Event description:
This is filed to report the clip detaching from one leaflet resulting in worsening mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 4. A mitraclip ntw was implanted, reducing mr to grade 1-2. On (B)(6) 2023 the patient returned with the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and worsening mr grade 4+. According to the physician the slda was due to the patient's anatomy. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the account is related to patient conditions (annulus dilatation). Mitral regurgitation appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.